Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) discussed that rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Additional information received that this device was explanted due to infection, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm brady pacing rate not as expected and data issue. Moreover, the device passed testing and operating normally. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) discussed that rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Additional information received that this device was explanted due to infection, and a new device was placed. No additional adverse patient effects were reported.